Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a balloon angioplasty procedure, removal difficulty occurred. The physician encountered difficulty withdrawing the 5.0x80mm 75cm mustang balloon from a non-bsc 5french sheath. With assistance the device was successfully removed from the patient. The procedure was completed with no patient complications reported and the patient's status is stable.